Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported a problem with a patient who got hit. The patient with therapy due to spinal interventions had good therapy but got hit on the road. The therapy didn't work as well since and the physician decided to change all of the system, including the lead and implantable neurostimulator (ins). The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.